Event description:
Information was received from a consumer regarding a patient previously receiving medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, it was reported that following a routine pump replacement procedure in (B)(6) 2014, the end stitch did not keep the site closed at the end of (B)(6); ¿it started to leak and then air bubbles. The patient had an infection from the replacement surgery. In (B)(6) of 2014, it was removed. The day of the emergency, the patient had severe chills and the area was all pink. At the present time, the patient did not have a pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.